Event description:
It was reported that two tracheostomy tubes were found to be moldy. One after sterilization and one after being removed from the patient. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Model# UDI is unknown. Manufacturing site address is unknown. PMA/510 is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).